Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor deployment it was noticed that the needle looked broken. Patient stated the needle did not puncture their skin due to this. No additional event or patient information is available.